Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis was requested, however, the device data required to perform the analysis has not yet been provided. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis was requested, however, the device data required to perform the analysis has not yet been provided. This pacemaker remains in service. No adverse patient effects were reported.